Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2022 and topical skin adhesive was used. Patient developed a allergic reaction one day after application of adhesive. Treated with oral antihistamines still inflamed and crusty. Dr advised to remove remains with petroleum jelly. Second application of adhesive sent potential allergens with other products with similar formulation. Patient had allergic reaction inflammation of the skin treated with antihistamines and prednisone. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: (B)(4). Additional information: did the patient experience a post-op device malfunction? No, did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Unknown, did the patient require revision surgery or hardware removal? No, patient status/ outcome / consequences: yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Allergic reaction inflammation of the skin treated with antihistamines, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes, is the patient part of a clinical study: unknown, device property of none, device in possession of none. Additional information has been requested and received. Dr. Advises: surgery was a while ago and the doctor has no concerns. What prep was used prior to, during or after adhesive use? Unknown was a dressing placed over the incision? If so, what type of cover dressing used? Unknown. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Unknown. Patient pre-existing medical conditions (ie. Allergies, history of reactions) no. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Yes used dermabond before second use. Please clarify were the oral antihistamines prescription strength? Not that I¿m aware of just prednisone. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Please describe how was the adhesive was applied. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Patient demographics: initials / ID, gender, age or date of birth; bmi was there any other medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. No product is available for return.